Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also experienced concerns regarding unexpected bolus injections and subsequent hypoglycemic episodes while alternating between smartguard and manual modes on the pump and reported that the insulin pump over-delivered the insulin which led to a drop in blood glucose levels to 40 mg/dl, causing a suspension of insulin delivery for low blood glucose. Blood glucose value at the time of event was 40 mg/dl. The customer was treated with carbohydrate intake. The event involved product(s) mmt-1886. Troubleshooting was performed, including a review of the bolus history, confirmation that the easy bolus and lock functions were turned off, and completion of a self-test. The customer was informed about the possibility of accidental operation due to the bolus shortcut function and was advised to enable the lock function to prevent unintended bolus injections. The conditions for automatic correction using the hybrid closed-loop system were explained, and it was noted that intense blood glucose fluctuations during calibration might affect smartguard insulin delivery. The customers blood glucose levels stabilized. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.